Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge change error with multiple cartridges during the load process. Customer's blood glucose level was approximately 150 mg/dl. It was indicated that the customer would reach out to their health care professional to obtain a back up method for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.